Manufacturer narrative:
Integra has completed their internal investigation on 22aug2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: device history record for pn 213114snd lot ffdn reviewed and it is indicated on the external and internal labels: notched uni-clip interaxis 12 ¿ l 14mm. (B)(4) items were released and the lot was manufactured on 1st december 2015. Designation on the label is checked prior to release. A review of the complaint system was performed. This is the first incident reported to newdeal about wrong designation of uni-clip® staples for the past two years. During the same time period, (B)(4) items were sold. The complaint rate for this kind of incident during the stated time period is 0.007 percent. This is the first incident for the lot ffdn. Conclusion: following the results of the investigation, the root cause is a wrong entry data in our designation¿s database.

Event description:
It was reported the label on the device was incorrect. On the label it is indicated "notched uniclip interaxis 12-l14mm" but the reference 2213114snd is "notched uniclip interaxis 11- 14mm". It was reported there was no patient impact or involvement. The issue was discovered during the setting of the consignment set.